Event description:
It was reported that review of an implantable cardioverter defibrillator (ICD) transmission showed three defibrillation shocks had been delivered for an episode detected in the ventricular tachycardia (vt) zone, and the first two shocks were delivered with less than the programmed high-voltage energy. Review of the episode data indicated the ICD triggered short circuit protection (scp) during the first two high-voltage therapies, resulting in less than the programmed high-voltage energy being delivered. Review of historical device data indicated that four months prior, an episode detected in the vt zone also had at least one high-voltage therapy delivered with less than the programmed high-voltage energy due to scp. Despite the reduced-energy shocks in both events, the rhythms were classified as successfully terminated after full-energy shocks were delivered following the scp events. It was noted that the ICD did not have the recommended software update to mitigate scp events at the time of the earlier scp event, but the software had been updated at the time of the transmission. Further review of the historical device data showed a gradual rise in right ventricular (rv) lead pacing impedance and routinely high capture thresholds, however no evidence of inappropriate sensing or elevated short v-v intervals were found suggestive of a lead issue that would trigger scp; therefore, it was determined that the scp events were related to the ICD. The patient was admitted to the hospital, ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.